Manufacturer narrative:
This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Occupation: initial reporter is a mitek sales representative the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the image quality with the evo hd system has been inconsistent. The newer evo 4k has image quality modification tools that allow refining the quality to tailor the image quality to meet the customers¿ request. No patient harm or delay reported. This report is for an imgmgmnt_photovideo system. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: method codes: upon further investigation, it was determined that analysis of production records was inadvertently not included in the method codes section of the initial report. Therefore, this field has been updated accordingly to reflect the correct information. Investigation summary : the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, no defect was found, therefore this complaint cannot be confirmed. The cmos battery was replaced per CAPA. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, no defect was found, therefore this complaint cannot be confirmed. The cmos battery was replaced per CAPA. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number (0618025c), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturer record evaluation was performed and results were obtained as follows: product : 242325. Serial number : (B)(4). Anomalies or discrepancies (non-conformance) : none. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.